Event description:
Patient was revised to address malpositioning of the cup. Cup was vertical.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address mal-positioning of the cup. Cup was vertical. Doi: unk; dor: (B)(6) 2013 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Radiographs reviewed on (B)(4) 2014 and confirm the acetabular cup appears to be vertically placed at an angle greater than recommended per the surgical technique. The investigation could not verify or identify any product contribution to the reported event. The root cause is attributed to surgeon technique. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.